Manufacturer narrative:
Based on the completed investigation, the plastic distal end cover burn was likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. The identity of the foreign material, why it remained in the device, and the root cause of both reportable malfunctions could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the gastrointestinal videoscope, it was observed that the plastic distal end cover had a burn. Additionally, the jet tube presented with foreign material. There was no patient involved.